Event description:
It was reported that unstable angina pectoris occurred. In (B)(6) 2022, the patient presented with myocardial infarction. The first target lesion was located in the proximal left circumflex artery (lcx) with 90% stenosis and was 40 mm long, with a reference vessel diameter of 3.0 mm. The first target lesion was treated with placement of a 3.00 mm x 32 mm and 2.50 mm x 8 mm synergy stent system. Following post-dilation, the residual stenosis was noted to be 0%. Eight days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2025, the patient was diagnosed with unstable angina pectoris and was hospitalized on the same day for further treatment. At the time of event, the patient was on aspirin and clopidogrel. Medication was given to treat the event. Ten days later, the event was considered to be recovering/resolving, and the patient was discharged from the hospital.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).